Manufacturer narrative:
(B)(4). Batch # r58w1v. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device evaluation summary updated to include tissue sample evaluation updated device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, a tissue sample was returned. The tissue sample provided was imaged and reviewed. It was determined from the images that the staples present in the tissue sample are malformed. A total of 2 malformed staples were observed in the tissue. Due to the 2-dimensional nature of the x-ray and fluoroscopy images, it is difficult to assign a classification to the malformed staples noted. However, we can determine from the images that the staples present in the tissue sample are malformed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: malformed staples. It was reported that during the radical resection of rectal cancer, after fired, noted the staples malformed with straight leg. The washer was cut off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.